Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power up on battery power. It only works when plugged into ac power. There was no pt involvement.